Manufacturer narrative:
Siemens is investigating this issue.

Manufacturer narrative:
The initial MDR 1226181-2015-00179 was filed on april 10, 2015.additional information (03/16/15): a siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse installed a loci® preventive maintenance kit and performed loci® statistics and alignments. The cse replaced reagent probe 2, reagent probe 2 tubing, and repaired a leak on reagent probe 2 pump. The cse also replaced intermediate tubing on the pump panel. The cause of the discordant, falsely elevated troponin results is unknown. The instrument is performing according to specifications.no further evaluation of the device is required.

Event description:
Discordant, falsely elevated cardiac troponin I (ctnl) results were obtained on patient samples tested on a dimension exl instrument. The initial results were not reported to the physician(s). The sample were repeated on the same instrument. The repeat results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant troponin results.